Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting, abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was treated at the pd clinic with cephalexin and vancomycin intraperitoneally (dose and frequency not reported). The patient was hospitalized several days later (exact time not reported) for persistent abdominal pain. Treatment with cephalexin and vancomycin was continued. The patient was discharged to home six days later. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. Additional information is not available.